Event description:
It was reported that the patient was symptomatic and presented to the clinic. Bipolar and unipolar lead impedances were >2500 ohms and intermittent capture and noise were observed with left arm movement.